Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation with two 375cc mentor memorygel breast implants, suffered bilateral breast implant ruptures, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (right) 490cc mentor memorygel breast implant catalog: shpx490 lot: 9357875 sn: (B)(4) and (left) 490cc mentor memorygel breast implant catalog: shpx490 lot: 7748849 sn: (B)(4). This medwatch form is for the right breast prosthesis.